Event description:
A clinical incident involving a procise xp plasma wand was reported to arthrocare corporation. During a tonsillectomy and adenoidectomy procedure, the patient was reported to have sustained a burn to patient's lip and tongue. Severity of burn, treatment details and patient's condition were not provided. It was reported by the arthrocare representative that the patient sustained a burn to patient's lip and tongue. The user facility was not able to confirm the severity of burn and treatment details without the patient's name. No further information is available.

Manufacturer narrative:
It was reported by the arthrocare sales representative that the patient was a (B) (6) year old female. The user facility was not able to confirm the patient's information without the patient's name. No further information is available. It was reported that the date of the event occurred in (B) (6) 2008, by the arthrocare sales representative. The user facility was not able to confirm the date of event without the patient's name. The date of the event is an approximation provided by arthrocare corporation. The device was reported as returning for investigation. Awaiting return of device to complete investigation.